Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple blood glucose (bg) levels ranging from 46mg/dl to 49 mg/dl, nausea, shaking, disorientation, and "seeing spots;" cause was unknown. Customer required assistance from partner to treat bg via consumption of carbohydrates. No additional information was provided.